Event description:
It was reported that the atrial lead exhibited high bipolar impedance greater than 2500 ohms. Capture thresholds were at 2.75 v. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes that the lead was capped due to being fractured.